Event description:
It was reported that the 9800 system had a collimator iris potentiometer error at boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage cable and ffb were replaced during the svc call. The system was tested and found to be working as intended, and put back into service.